Event description:
The customer received a questionable tsh result on their modular analytics e-module e170 (serial number (B)(4)). The customer had a sample sent to an outside laboratory for repeat analysis on a centaur analyzer. The patient's initial tsh result from the e170 was 100 uiu/ml. The repeat result from the centaur analyzer was 0.02 uiu/ml. The customer considers the 0.02 uiu/ml from the centaur to be the correct result. The erroneous result was not reported outside the laboratory. There were no adverse affects to the patient as a result of this event. The customer refused service dispatch for this issue.

Manufacturer narrative:
Additional information about the patient was provided. The patient is in his 50's, but the customer does not know his exact age. One sample was provided for investigation. Investigation of the sample revealed the elevated tsh value is most likely caused by the presence of interfering factors to the f(ab')2 fragment of the detection antibody used in the elecsys tsh assay. This interference is documented in the limitation-interference section of the package insert.